Manufacturer narrative:
The device was received with the hard cannula visible in the exposed portion of the soft cannula. The slide insert was visible in the top housing viewing window and the linkage assembly was observed to be not fully retracted. After opening the device, the linkage assembly and hard cannula moved into a fully retracted position. Score marks were found on underside of the top housing, indicating a misalignment of the linkage assembly. The misalignment of the linkage assembly resulted in the needle not fully retracting into the pod and was found to be the root cause of the reported event. The exposed portion of the soft cannula was found to be torn. This tear was found to be a leak and caused fluid to not pass through the entire fluid path. It could not be determined when or how this damage occurred. This damage was found to have no affect on the reported event.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determined the needle mechanism failure reported. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient¿s blood glucose reached 272 mg/dl while wearing the pod between 4 and 24 hours. The needle mechanism did not fully deploy as intended during activation.